Manufacturer narrative:
Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08730 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Pump error 63 (variable 3) alarmed during self test and had same audio tone when switching from volume 5 to volume 1 due to broken trace at u1 pin 6 (sda) on keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that his son had basal suspended as he had long lasting insulin. Customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting. The insulin pump will be received for analysis.